Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. A replacement was scheduled to be provided, and the customer planned to use a manual injection method to ensure insulin delivery.